Event description:
The customer reported that the connector was silicone recessed or missing. The customer reported no patient injury occurred; however, a severe amount of blood was lost. The customer was unable to determine the exact amount of blood loss. The patient has an implanted huber port. The connector was in place for 24 hours. The patient received a rapid infusion of kytledecadron with another co.'s infusion tubing, catalog #4293. The rapid infusion was preceded with a saline flush with a syringe. The patient went to home health care agency. The patient's catheter was then attached to a pump set for the patient to receive tpn. The patient's daughter connected the pump to the catheter under the supervision of the home health care nurse and no anomalies were noticed. The customer stated that in a matter of seconds, blood was all over the patient's clothing and chair.